Event description:
Pt was revised due to pain.

Manufacturer narrative:
(B)(4). Broken jaws the analysis results of the device found that it was received with the jaws broken. Upon functional testing of the device, the clips were ejected due to the found condition of the jaw. The device locked as intended but the orange indicator did not show up completely. The found orange indicator failure is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device jaw was broken, but could be removed. The procedure was completed with same like device. There were no adverse consequences to the patient reported.

Manufacturer narrative:
(B)(4).